Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Although the actual complaint sample was not returned(discarded by customer) for evaluation, pictures of the defect were forwarded. A supplemental report will be forwarded if an investigation is possible with pictures forwarded by the complainant. The date of event is currently unknown.

Event description:
It was reported that when the device was opened by the surgeons, the suture was found to be broken.

Manufacturer narrative:
Samples received: none, only picture showing defect. Analysis and results: there are no previous complaints of this code batch. There are no units in stock in b. Braun surgical's warehouse neither in b. Braun thailand's. We have received a picture showing that the thread is broken into small pieces. The thread is already degraded and cannot be used. The thread in the picture received has been degraded by hydrolysis along the time. Batch was manufactured in february 2016. The customer informs that six units in one box were affected by the same defect. However, as the defective samples have not been received the root cause of the incidence cannot be investigated/determined. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Reviewed the complaint history for first pack untight or thread breaks during surgery (initial stages of thread degradation) and no complaints have been found in the same week as the complained batch was manufactured. To note that monosyn quick is manufactured in campaigns and that no inc's and complaints are received for any other monosyn quick reference manufactured in the same campaign we assume a punctual incidence in the packaging machine not affecting other products. Final conclusion: taking into account that the picture received shows that the product did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the picture received. Corrective/preventive actions: according to our internal procedures, there is need to establish actions. Corrective and preventive actions (CAPA) or project will be opened to manage the actions needed.